Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4): service and testing personnel as this occurred during service. The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be an issue with the pump head module. To correct the condition, the pump head module was replaced. If any additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, new colleague c3 pumphead was discovered to be needed on a colleague infusion pump. This condition may have potentially interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.